Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The caller stated that the customer was hospitalized on (B)(6) 2016 due to hyperglycemic coma. The caller stated that the customer had seizure on (B)(6) 2016 at 3:30 pm and might have pulled the insulin pump off during this seizure. The insulin pump was found under the customer's chair. The caller stated that it was ten hours before the customer was found; his blood glucose sky rocketed to 1500 mg/dl. The customer also had kidney and, possibly, liver failure. The cause of death is still unknown. The customer was not wearing the insulin pump at the time of death. The customer did not use sensors. The caller declined returning the insulin pump for analysis at this time stating that the coroner or the doctors may need it.